Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details cannot be requested at this time as initial reporter declined. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown¿. This record is for an unknown side. Device remains implanted.